Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a tab appearing in the image was not confirmed. In addition to evaluation in b5, due to damage on up/down knob, lock engagement lever rotates concurrently. The switch button 1 had a cut. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. The adhesive around objective lens had wear. The adhesive on the bending section cover had wear. Due to wear of angle wire, bending angle in down direction did not meet the standard value. The ultrasonic probe was loose. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, a tab appeared in the image of the evis exera ii ultrasound gastrovideoscope. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: dirt entered the inside of the lens through gaps in the tip adhesive. There was a gap between the acoustic lens and ultrasound probe.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.